Manufacturer narrative:
Result: (operational problem): visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, medical review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -6.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, angle closure and elevated intraocular pressure. Additional laser peripheral iridotomies were performed. The reporter indicated they felt there was possible aqueous misdirection. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/20.